Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the power cord insulated jacket damage on the arctic sun device and to be replaced as preventive maintenance as part of the preventive maintenance. This had no effect on the operations of the unit. Per sample evaluation result received on (B)(6) 2023, performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress.

Event description:
It was reported that the power cord insulated jacket damage on the arctic sun device and to be replaced as preventive maintenance as part of the preventive maintenance. This had no effect on the operations of the unit. Per sample evaluation result received on 24jan2023, performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress .

Manufacturer narrative:
The reported issue was confirmed. Performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively. Replaced cca ca card and power inlet module. It was concluded that the following was the root cause: supplier ¿ root cause . Inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record review is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.